Event description:
It was reported that the patient was having problems with the implantable neurostimulator (ins). For ¿some reason it won¿t always program on the right side.¿ the patient would ¿be trying to get it so that [the patient] could feel the pulses and [the patient would] take the stimulation all the way up, bring the stimulation all the way down, and would then often have to shut the patient programmer (pp) off and turn the pp back on, then maybe [the patient] could feel the stimulation,¿ which had been going on since about last wednesday or thursday. The patient¿s ins was noted to have been working just fine and the patient could ¿turn it up to about 3.5 and feel it and be comfortable.¿ on the day of this report, ¿the left side did it¿ and the patient had had to ¿mess with it¿ in order to ¿get it to work where the patient could feel the stimulation.¿ the patient would ¿always¿ check to make sure that the lightning bolt was apparent and that the stimulation was turned on. After getting home from work, the pp would be checked to make sure that the lightning bolt was on. One time the three different settings of a, b, and c had been tried and the patient had been able to ¿feel it¿ while on c one day, and the next day would be unable to ¿feel it¿ on the previous setting, but would maybe feel it on a or b, if ¿it was switched around.¿ the next day, the patient wouldn¿t be able to ¿feel it on¿ and would have to change ¿it¿ to ¿a different one,¿ which had been occurring since last wednesday or thursday. There had also been times when the pp would be held in the hand, and, without pushing any buttons, the lightning bolt would disappear and then come back on by itself, which had happened last week. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740 serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).